Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer observed that a bottle containing patient sample broke and leaked inside the device . This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "blood leaked inside the device"

Manufacturer narrative:
H6 investigation summary : a complaint of "blood leaked inside the device" was received against instrument top bactec fx packaged material number: 441385, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was cleaned the drawer with 10% of household bleach solution. Instrument was found to be functional and released to customer for regular use. This is an unconfirmed complaint because the issue was observed due to damage in the blood culture bottle. The root cause was unable to be determined. DHR review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer observed that a bottle containing patient sample broke and leaked inside the device . This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "blood leaked inside the device."